Event description:
Following a lead trial implant, stimulation was experienced in the wrong location. An x-ray verified that a lead had migrated during the trial period. It was noted that the migration issue was to be remedied during an implant of the neurostimulator device on (B)(6) 2010. In regards to the lead migration, a titan anchor was used, however, the lead moved cephalad 1 vertebral segment. It was unk at the time of the reported issue, if the anchor did not hold the lead, or if the anchor detached from the fascia. It was discussed that removing the sutures from the anchor would allow the anchor to loosen from the lead, so as it could then be repositioned. The pt's outcome was not reported. Add'l info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4): the device is included in the medical device safety alert, for the model 3550-39 titan anchor due to the potential for lead migration as a result of insert separation within the anchor, physician communication (october, 2009).